Event description:
A report was received that the patient elected to be explanted as she felt she was having to charge too frequently. The patient was reportedly doing well following the procedure. The returned product analysis of the ipg confirmed the complaint. The sleep current was slightly out of the expected range. The depletion rate with stimulation turned off was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively which ic was the root cause of the failure as both components were covered in epoxy making test points inaccessible and troubleshooting not possible.